Manufacturer narrative:
(B)(4). The device associated with this report was not returned. The investigation could not verify or identify any product contribution to the current reported event without the device to examine. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The fb tibia impactor tip broke during surgery.